Manufacturer narrative:
Customer reported that their AED was flashing red and will not power on. The maintenance activity was reported as every 1-2 months by checking the asi light. The battery pack expiry date is 5/31/2027. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed.

Event description:
Customer reported that their AED was flashing red and will not power on. The maintenance activity was reported as every 1-2 months by checking the asi light. The battery pack expiry date is 5/31/2027. They did not report that this event occurred during patient use.